Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms in this literature review, "ipsilateral fibular transport using ilizarov¿taylor spatial frame for a limb salvage reconstruction: a case report" by shafi et al in 2008 is about using the taylor spatial frame to treat large tibial defects. One patient presented a superficial pin track infection that resolved with oral antibiotic therapy. No patient specific data was available in the article. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
In the paper entitled "ipsilateral fibular transport using ilizarov¿taylor spatial frame for a limb salvage reconstruction: a case report", it was reported that the taylor spatial frame was applied to 1 patient. The patient presented a superficial pin track infection that resolved with oral antibiotic therapy.

Manufacturer narrative:
Attachments were added.